Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial. Visual inspection found the haptic broken. The haptic was significantly damaged, and was unable to perform dimensional inspection. Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -18.00/+2.0/090 (sphere/cylinder/axis), into the patients right eye (od), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to excessive vaulting. The lens was replaced with another same model/length but different power lens (implanted vertically) and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Additional data: b3: (B)(6) 2023 claim # (B)(4).